Event description:
On 6/19/1998, the facility's or materials manager informed the manufacturer's (MFR.) Sales rep of the following: the tip of the device catheter broke off. This was visualized under c-arm, the pt was sent to radiology. No further details were provided. The device was scheduled to be returned to the MFR. For analysis.